Event description:
The customer tested her blood glucose using her contour meter and received a reading of 200 mg/dl. She retested using another meter and received a reading of 106 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. New strips were sent to the customer and she is to return her strips for eval.